Manufacturer narrative:
Results: motion interrupt pan, power cord re-inserted.

Event description:
It was reported by service report that the bed had no power and was missing the motion interrupt pan. No patient involvement or adverse consequences are reported.